Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. The patient reported experiencing ineffective stimulation. Per the manufacturer's device database, the patient received a new lead on (B)(6) 2016. Additional details of the surgery is unknown at this time.